Manufacturer narrative:
The raw data analysis revealed that the sample provided has 5% metamyelocytes and 4% myelocytes according to the manual reference. The algorithm set no suspect flags because the histograms do not show any significantly abnormal patterns. The flagging rules were not set at a sensitivity level that would detect the presence of immature cells. Service was not dispatched for this event. The failure mode is related to the instrument's lagging rules were not set at a sensitivity level that would detect the presence of immature cells. MDR 1061932-2013-00806 is associated for this event and documents the results obtained on (B)(6) 2013.

Event description:
A customer reported to beckman coulter (bec) reporting that results obtained from single patient sample analyzed on the unicel dxh 800 coulter cellular analysis system over two (2) separate days, did not generate any flags for immature grans or suspect/definitive messages, compared to the smear review, which showed a significant left shift. This report documents the results obtained on (B)(6) 2013. Data submitted for review indicated that the dxh 800 recovered neutrophils (ne%) and lymphocytes (ly%) higher and monocytes (mo%) lower when compared to results obtained via the manual smear review, without instrument flagging or instrument generated messages. Results from the manual differential were considered correct and correlated with the patient's clinical history. The results are provided in the attachment section of this report. Erroneous results were reported out of the laboratory; however, there was no death, injury or affect to patient treatment.